Event description:
It was reported to st jude medical that during hospitalization, the pt sustained ventricular tachycardia(vt). Tachycardia rate was faster than the programmed rate of the implantable cardiac defibrillator(ICD). The ICD failed to detect the vt and deliver appropriate therapy. Interrogation of the device showed no detection of vt. The ICD was explanted.